Event description:
As reported, a piece of ventralight st mesh was implanted during a robotic ventral hernia repair procedure on (B)(6) 2025. It was observed that the st barrier was peeling/dissolving off the mesh at the time of implantation. "It appears that when the coated side of the mesh is rolled and touches itself if it isn't immediately unrolled in the abdomen it sticks to itself. It appears that a layer of the coating is peeling off of the mesh. It was like a tacky material was coming off. The mesh was rolled per instructions and dipped in saline prior to inserting." Per information provided in follow up: the mesh was cut to fit an 8mm trocar and was slowly unrolled and tacked at the corners after insertion. Although the mesh was rolled per instructions and briefly dipped in saline, it was not immediately inserted, and a delay occurred before its use. The surgeon is a new user of bd mesh products and the same mesh was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
As reported, the ventralight st mesh sepra barrier peeled off during implantation. The separation of the hydrogel coating is likely the result of the delayed use of the mesh following hydration, and the use a smaller size trocar than recommended. Evaluation of the photo provided confirms the coating sticking to portions of the mesh and is separating. By not immediately rolling/using the mesh after hydration this would have allowed for the st coating to start drying resulting in the material becoming sticky, then when it was attempted to implant, the hydrogel separated as reported and found in the photo evaluation. Root cause is likely the condition presented due to the mesh not being used immediately following hydration per the IFU. Per the instructions-for-use (IFU) supplied with the device "ventralight st mesh should be hydrated for no more than 1-3 seconds just prior to laparoscopic placement. If sutures are being placed, attach the sutures to the ventralight st mesh before hydration. The mesh must be rolled immediately after hydration about its long axis (lengthwise) with the bioresorbable coating inside to protect the bioresorbable coating. A minimum sized trocar is recommended for the laparoscopic delivery of ventralight st mesh. Insert the mesh through the trocar using a rigid instrument, such as non-serrated, 5 mm forceps; do not over force the mesh through trocar. If ventralight st mesh is hydrated longer than 3 seconds and/or does not easily deploy down the trocar, replace trocar and retry with the next available, larger sized trocar. The recommended trocar size for product code 5954790 is 12mm. A review of the manufacturing records shows the lot was manufactured to specification. To date this is the only reported complaint for this lot of (B)(4) units released for distribution. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.